Event description:
It was reported that the lead was explanted due to high capture thresholds. The cause of the high thresholds is unknown, however, the boston scientific representative noted that the patient fell at one point and could have altered the lead. Another lead was implanted instead. No additional adverse patient effects were reported.